Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she fell in the pool today with the insulin pump because she was having a hypoglycemic issue. Customer stated that the pump was not working and she had a button error alarm. Customer stated there are some beads of water under the screen. Customer's blood glucose was 32 mg/dl. Customer stated that she was okay and does not need to troubleshoot for her low blood glucose. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer also mentioned that the sensors were not working well.